Event description:
It was reported that a 6f angio-seal vip was deployed. The physician stated that something felt different after deployment and believed that the device did not deploy properly. There was no bleeding post procedure; however, a difference was felt in the distal pulses when checked in the holding area. A non-invasive vascular ultrasound was performed which showed decreased flow to the left extremity. After a period of time in the cath lab, the blood flow had improved, verified with multiple views from non-invasive ultrasound. At the present time, surgical intervention was not planned; however, the physician required the patient to spend an additional day in the hospital. The patient is now doing well.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.